Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A field service engineer (fse) was dispatched to the site, where they could not reproduce the issue. They found that the procedure was completed after the instrument was replaced with a back-up. The system functioned normally during the procedure, without any errors or alarms. The fse reviewed the system logs following the procedure, and no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The system was verified without further issues and ready for use. A review of the two provided images associated with this event was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the images showed that the monopolar curved scissors instrument had some parts of its tip cover missing. The second image showed blanched tissue and some debris on the tissue. It is possible that a burn caused these issues, however with these images alone, the cde was unable to confirm this. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that the monopolar curved scissors instrument "burnt" during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, and the patient was injured. A fragment fell into the patient and was retrieved during the same procedure. The type and severity of the injury, details regarding the burnt instrument issue, any medical or surgical interventions, details regarding the fragment that fell, and the patient's current status are unknown at this time.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument "burnt" during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, and the patient was injured. Fragments fell into the patient and was retrieved during the same procedure. The technical support engineer (tse) team was contacted during the procedure regarding a fault, but the site could not provide further details or perform troubleshooting measures at the time of the call. Per the site, the mcs tip cover accessory was properly installed over the entire orange surface of the instrument, with the use of the blue installation tool. The orange surface was not visible once the tip cover was installed. No lubricant was used during this installation process. The tip cover accessory burned into a black material, and the first assistant retrieved it from the patient. The surgeon did not notice any issues with the functionality of the mcs instrument during the procedure. The mcs instrument did not collide with any other instruments during the procedure. The site did not use the instrument after the incident occurred. The cannula was not damaged. The procedure was completed with a back-up mcs instrument after a procedure delay of one hour. The type and severity of the injury, details regarding the burnt instrument issue, any medical or surgical interventions, and the patient's current status are unknown at this time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section d10 concomitant: the monopolar curved scissors (mcs) instrument was used concomitantly with the mcs tip-cover accessory. This complaint was initially reported against the mcs instrument. Intuitive surgical, inc. (Isi) received the mcs instrument and the mcs tip-cover accessory associated with this complaint, and a failure analysis (fa) investigation was completed. For the mcs instrument, fa did not replicate nor confirm the customer reported complaint. For clarification, this instrument was returned with a melted mcs tip-cover accessory covering the surface of the blade assembly, the distal clevis, and the proximal clevis. The surface of each component did not show thermal damage, such as excessive charring or melting. The surface of the blade also appeared to show a small amount of darkening, due to the formulation of iron oxide, indicating that cautery/energy delivery was used with the instrument. This discoloration is an expected condition. The instrument passed the electrical continuity test. It was placed on an in-house system and tested for energy activation, and no faults or error messages appeared. A grounding pad with a wet paper towel began to smoke when the energy pedal was pressed. The steam generated from the towel indicated active power and a complete circuit. No unintended energy leakage occurred during in-house testing. For the mcs tip-cover accessory, fa confirmed the customer reported complaint, as the tip cover was melted onto the mcs instrument. It is unclear whether the tip cover was thermally damaged due to being autoclaved with the instrument or whether this phenomenon occurred during the procedure. The thermal damage was primarily evident due to the tip cover not being removed from the mcs as a unit. Thermal damage to the tip-cover accessory is commonly caused by mishandling/misuse. The probable root cause of damaged tip covers is often attributed to either improper installation onto the mcs instrument, exposure to repeated thermal and mechanical stresses during normal use conditions, or collisions. The instrument and accessory were transferred as a unit to the advanced fa engineering department, where the initial findings were confirmed. The instrument with the remaining tip cover was placed on an in-house system and energy delivery was tested in various orientations. The instrument successfully delivered energy and no unintended energy delivery was noted. The instrument also passed the continuity test. There was no thermal damage observed on the instrument. The tip cover was intentionally cut and removed from the instrument to inspect the tube extension. There were no scratch marks/abrasions, cracks, or other damage observed on the tube extension. There was no other damage observed to the instrument. The instrument does not appear to be defective and likely did not contribute to the melting damage observed to the tip cover. The observed melting of the tip cover is unlikely to have been caused by autoclaving, but is rather likely a result of the reported incident. The probable root cause of this failure is attributed to mishandling/misuse.